Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3. Corrected fields: h6-investigation conclusion.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1- contact person-mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, component code, h11. A getinge field service engineer (fse) found can't connect the main unit to the battery pack. The customer has not accepted the quote. The device was not repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: d9, h3, h6 (medical device ¿ problem code, investigation conclusions, investigation findings).

Event description:
It was reported that during delivery , the cs300 intra-aortic balloon pump (iabp) battery connector is broken. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 even site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.